Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 140 mm. Vessel morphology was reported to be moderately tortuous. The aortic neck was reported to be mildly cone-shaped with no angulation. It was reported that the runners pulled the stent graft down, and a slight proximal type I endoleak was noted. A 28 mm diameter x 3.75 cm length aortic cuff was placed. Final angiogram demonstrated a successful outcome with exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.